Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the pocket creation looked good during a lasik procedure but there was a tissue bridge between the connector and the pocket could not separate. The pocket was very sticky. The inlay was aborted and the patient was advised to heal and then return for a pocket recut.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Log file review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. A company representative's review shows the energy settings are according to the companies' recommendation, they have been set at the minimum value for this range. This might explain the overall stickiness and the tissue bridges at the connector. Additionally, the pocket was cut post-lasik, so below the interface of the flap/ablation area. This might have had some influence to the energy delivery and its homogeneity, resulting in loss of energy efficacy at disruption plane. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).